Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed target lesion being treated was located in the non-tortuous and non-calcified left anterior descending (lad) artery. A 2.50x12mm promus element plus stent delivery system was advanced to the lad and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed target lesion being treated was located in the non-tortuous and non-calcified left anterior descending (lad) artery. A 2.50x12mm promus element plus stent delivery system was advanced to the lad and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were stretched out causing some of the struts to be raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A kink was noted in the midshaft 4mm proximal to the exit port. No other kinks or damage were noticed along the hypotube of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).